Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent cartridge alarm occurred. Additionally, it was reported that a cartridge alarm occurred. Reportedly, the customer had followed the prompts during the load sequence and a cartridge alarm occurred indicating that the cartridge was over-filled despite the customer filling the cartridge with less than or equal to 300 units of insulin. A cartridge change was performed resolving the issues. There was no reported adverse impact to the customer¿s blood glucose level.